Event description:
It was reported that an ilet bionic pancreas displayed an external flash write error alert (alert 61), which cleared after a pump reset, and the device felt hot while on the charger without a temperature alert; the device was functioning at call end and the patient¿s blood glucose was 185 mg/dl and trending down. Investigation of this case revealed that the error did not populate in the synchronized device logs, and the issue could not be reproduced after reset. No clinical symptoms associated hyperglycemia reported. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. It was concluded that the cause of hyperglycemia and the transient error alert was unclear, with no evidence of a persistent device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.